Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella rp flex was inserted percutaneously via the right femoral vein in a 76-year-old male patient for non-ischemic cardiomyopathy and right heart failure. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. At the conclusion of the procedure, the patient remained on support and was transferred to the ICU. During ongoing support, the impella rp flex flow was reading 0.0 l/min with no observed device alarms at that time including ¿pump stop.¿ the patient¿s pulmonary artery pressures were noted to be increased compared to prior assessments, measuring approximately 120s/40s mmhg. Motor current was reported by nursing staff to be lower than prior assessments, approximately 130s/100s, without any recognized upward trends or spikes. The purge pressure and purge flow were reported to be unchanged. Anticoagulation was continued per physician orders. The patient was reported to be hemodynamically stable, and pump did not require emergent removal. The impella rp flex device was successfully explanted that same day after successful weaning. No biomaterials were observed in the outflow following device explant. No patient harm was reported. The patient survived the event and the device explant. The impella rp flex will be conservatively reported for hemodynamic instability due to the temporary hemodynamic support interruption but without consequence to the patient.